Manufacturer narrative:
(B)(4). Product evaluation: the results of the investigation are inconclusive since the device was not returned for analysis. The device history record for the above-referenced product was unable to be reviewed since the batch number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal vip device patients information guide states that the patient is to modify activity for 48-72 hours; no straining, no lifting greater than 10 pounds, and avoid driving the day of discharge. The angio-seal vip device instruction for use (IFU) cautions that if anchor fracture or embolism is suspected, the device should be examined to determine if the anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If the anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal vip instructions for use (IFU) state that if collagen deposition into the artery or thrombosis at the puncture site is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this may include thrombolysis, percutaneous thrombectomy, or surgical intervention.

Event description:
Patient had undergone a coronary angiogram followed by pci. An angiogram, of the right common femoral artery, was performed through the sheath following pci and a 6f angio-seal vip was deployed without issue. Hemostasis was achieved and distal pulses were noted to be intact. Following ambulation, it was noted that the distal pulses had diminished. An ultrasound was performed showing a possible stricture/reduction in flow at the insertion site in the right common femoral artery. A heparin drip was initiated and the patient was transferred to another medical center for possible repair of the rfa. Doppler flow was present in the distal vessels and motor and sensory functions were intact at the time of transfer. Patient is doing well after removal of the angio-seal vip device.